Event description:
It was reported that the patient had low impedances. The patient was set to the values of 3.5 volts, 150 milliseconds pulse width, and 30 hertz and was getting around 1100 ohms and 19 milliamps of energy. On the day of the report, the patient went to less than 50 ohms and 866 milliamps. It was noted that clinically the patient was fine. It was noted that the patient had radiation treatment of the breast area and the health care professional (hcp) believed the impedances could be related to the radiation treatment since impedances continued to go down. It was also noted that the hcp thought it was related to the left implantable pulse generator (ipg). It was later reported that impedance readings were for both implanted devices. It was also reported that the device was reprogrammed to see if the programmed settings were causing the low impedances. The device was set back since that was ruled out. It was noted that the patient still felt that she was getting therapy. The doctor reportedly referred the patient to have the devices replaced. The patient had two devices. Both had low impedances. Refer to manufacturer report #3004209178-2013-11209 for information on the second device.

Manufacturer narrative:
Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 7438, serial# (B)(4), product type: programmer. Patient product ID: 3389s-40, lot# v436028, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3389s-40, lot# v436028, implanted: (B)(6) 2010, (B)(4), product type: lead. (B)(4).